Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked above the grip pad, and below the grip pad. The returned battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A leak was found in the battery compartment. The test battery cap fit to successfully complete rewind, load, and prime steps. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. Unrelated to the original complaint, moisture was found in the battery canister and on the battery cap.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.